Event description:
It was reported the patient presented in the hospital after an unrelated procedure. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock after oversensing an external stimulus. After the shock, the ICD was unable to detect ventricular tachycardia on the right ventricular channel requiring the patient to be externally defibrillated. Programming changes were implemented. The patient was in stable condition with respect to abbott's contribution to the patient's status.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.